Event description:
Customer reportedly obtained results of 14mg/dl and 124mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect vial and replacement was sent.